Event description:
Additional information was received indicating the device was reprogrammed. Additional post-paced t-wave oversensing (pptwos) was noted after reprogramming. Abbott technical support was contacted and additional reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) event was sensed by the device.